Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that episodes of non-sustained rv oversensing and non-sustained ventricular tachycardia due to lead noise was observed. High, out of range pacing lead impedance was also noted. It was noted that the event was due to the lead not being screwed in tight enough to the device header. The lead was explanted and replaced. The device remains implanted. The patient was in stable condition.